Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right ventricular lead has a suspected conductor fracture. Several months ago, the impedance measurements jumped to greater than 2000 ohms. The lead will be surgically abandoned. To date, there have been no additional adverse patient effects reported.